Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation was confirmed. Event description: it was reported that the device is blunt. The reported event was confirmed as the visual evaluation revealed that the cutting edge is damaged. The most likely cause is attributed to misuse due to user error. Recommended care and handling of the instrument includes handling with care.

Event description:
It was reported that the device is blunt. There was no harm or adverse event for patient, operator or third party reported. No further information received.